Event description:
The doctor claims that the graft was implanted in 2004 for a thoracic aortic replacement procedure in a pt with an ascending aorta-aortic arch lesion (diagnosis: acute aortic dissection). On post-operative day 12, the pt developed a fever. A CT scan of the chest confirmed an abscess formation proximal to the implanted graft. The graft was left in. Drainage is to be performed. The pt has no infection. The pt is doing well, now. In 2005, company received the following add'l and/or corrected info: the statement above ("the pt has no infection"), means the pt had no infectious diseases when admitted to the hospital. Maximum fever of 38.8 degrees c. Term of fever 14 days post-op (incident date now corrected to 10 days ago to 21 days 7 days later. Medication administered for fever: sultamicillintosilate, loxoprofen sodium. Pt has been released for hospital.